Event description:
Additional information received from the customer: - the issue occurred during the procedure. No additional procedural information was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of damage to the image sensor unit due to usage stress, external factors, user handling/mishandling and or circuit board component failure. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. Inspection of endoscopic images check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope was producing a compromised display image. The device was returned for evaluation. During the device evaluation, it was found the charged coupled device and the circuit board of the video plug section were damaged which prevented any image from being displayed and constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scratches on the protective coating of the bending portion of the device, the control unit, the grip, the universal cord, the up/down plate, the right/left plate, the angulation lever, the switch 1, the right/left lever, the light guide connector, the light guide cover glass, the video connector case, and the video connector, the adhesive on the protective coating of the bending portion of the device was chipped, the universal cord was discolored, and the up/down angulation lock lever was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.